Manufacturer narrative:
Foreign : (B)(6).

Event description:
Information was received that a smiths medical portex cuffed blue line ultra suctionaid did not fit the patient's trachea. No adverse patient effects were reported.